Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 9,058 joules of use. The case was completed using a second fiber. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to be detached; the fiber broken at the metal cap; the metal and glass caps were not returned with the device. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The probable root cause of the device issue was suspected to be localized heat accumulation / user handling due to anatomical/procedural factors encountered during the procedure. Localized heat accumulation can occur when tissue adheres to the fiber cap surface.